Event description:
Customer stated that the meter screen showed a kind of silver part on the screen in the corner and now the meter will not come on at all. The customer also stated that before the meter went blank, the numbers were difficult to read. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.